Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Field service engineer (fse) replaced the power supply to resolve the issue. The unit passed all calibration, functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6)

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on cs300 intra-aortic balloon pump (iabp), it generated an audibly alarmed at start up, no display and electrical test fails code 50 error. There was no patient involvement or adverse event was reported.